Event description:
The hub of the PICC line was removed accidently by the pt while sleeping. The line migrated to the pt's arm, then into the pulmonary artery. The line was retrieved percutaneously via right femoral vein without difficulty. There was no further injury to the pt.